Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 21 mg/dl. The customer alleged that the pump delivered boluses that the customer did not request. Customer received IV with dextrose solution to raise bg. Customer was discharged later the same day with the issue resolved and no permanent damage. A replacement pump was sent to the customer.